Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, all keypad buttons were found to be responding appropriately to button presses. The keypad was removed and the up arrow button was found to be inverted.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A distributor reported that the up arrow, down arrow, ok, and contrast buttons are unresponsive. There is no further information available at this time.